Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). D4 catalog no - additional information d4 serial no - correction d4 lot no - additional information d4 expiration date - additional information h2 type of follow up: additional information/correction h4 device mfg date - additional information

Event description:
Subsequent to the initial MDR, a correction is required.